Event description:
It was reported that the pacemaker exhibited undersensing of atrial fibrillation (af) on the right atrial (ra) lead. Technical services (ts) was contacted, and ts discussed programming options. No adverse patient effects were reported.